Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no issues noted. Flow testing using gravity was performed, and the fluid was found to flow correctly through the tubing. Under water leak testing was performed with no issues identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set was leaking from its tubing near the burette chamber. The solution that leaked was total parenteral nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.